Event description:
Customer reported a male having a CT of the chest with contrast. IV access was a 18ga angiocath in the ac (unk lt or rt). Optiray prefilled syringe was loaded into the injector (unk concentration, lot number or expiration date. Syringes discarded.) Injection protocol was 3.5 ml/sec for a volume of 100ml. During the injection, approx 15ml extravasated. Pt was treated with a warm compress and observed for 20 - 30 mins, then discharged with no further ade or instruction by customer.

Manufacturer narrative:
Liebel flarsheim mfg report field service engineer performed preventive maintenance checklist per optivantage injector service manual, p/n 844962. Fse performed several injections and verified proper operation. Injector working according to MFR specifications. Injector returned to full service by customer.